Event description:
This patient experienced a restenosis of their cypher stent approximately three months after implant. Due to their severe and aggressive coronary disease, the patient was treated with coronary bypass surgery (CABG). This patient was admitted to the hospital for cardiac catheterization. The patient was taken to the cardiac cath lab, where angiography revealed severe triple vessel coronary artery disease and limited left ventricular function (ejection fraction (ej) =30%). The physician decided to treat a lesion in the proximal lad as the culprit lesion. There were no difficulties in accessing or wiring the vessel noted. It is unknown if the lesion was predilated. A 3.0 x 23mm cypher stent was deployed to the lesion site. Residual stenosis was not reported, nor was timi flow through the stented segment.